Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server active directory (adt) was not updating. A technical support specialist (tss) dialed into the server and ran a patient cast, which confirmed that a register event had occurred, indicating that an admit message had been sent for the patient. An error was identified stating: an unexpected data error occurred. String or binary data would be truncated. The data for table-valued parameter patient allergy table does not conform to the table type of the parameter. This indicated that the es server was unable to process the patients admit message due to an issue with the patient allergy data. Upon reviewing the message content, it was determined that the allergy code field contained a value exceeding the 50 character limit, specifically containing 52 characters. This prevented the es server from processing messages associated with that allergy code and, as a result, the patient could not be admitted. The customer was advised to have their ehr/adt system resend the message using a default value within the 50-character limit. An email was sent to the customer with this recommendation to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient was showing as preadmit instead of admitted in pyxis, was not visible to nursing unless the device was updated to display preadmit status, while the ehr showed the patient as admitted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.